Manufacturer narrative:
Product event summary: analysis was unable to duplicate the customer experience of an error message appearing on boot-up, however, it was noted that there were errors in the error log. Completed a link electronic module (lem) calibration and reloaded software as a preventative measure. Analysis also found an intermittently noisy system fan which was replaced.

Event description:
It was reported that the programmer displayed an error message when powered on. The programmer has been returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer displayed an error message when powered on. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.